Event description:
It was reported that during a biliary stenting treatment procedure, a balloon rupture and incomplete deployment occurred. The target lesion was located in the area from the left hepatic duct to the common bile duct. An express-biliary ld, pmtd, 8.0x60x75cm stent had been advanced over a non-bsc guide wire to treat the target lesion. The guide wire was removed for unspecified reasons. The physician attempted to re-insert the non-bsc guide wire but was unable. The physician attempted to deploy the express-biliary ld, pmtd, 8.0x60x75cm stent; however, the balloon ruptured at 10 atms. Both ends of the stent appeared partially expanded. The stent delivery system was able to be removed intact. The procedure was considered to be completed with this device, as the physician was unable to regain guide wire access. The stent was not considered to be well positioned and well apposed. There were no pt complications reported.